Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Persona anterior referencing sizer was returned and evaluated. The device shows signs of repeated use - scratches. Dimensional analysis of 3 and 5 degree holes with 3.25 mm pin showed that the 3.25 mm pin passed all the 4 holes. When measured with 3.28 mm pin, the pin did not pass all the 4 holes. DHR was reviewed and no discrepancies relevant to the reported event were found. Evaluation of the returned device shows that 3 and 5 degree holes are within tolerance and conforming to print. Therefore, root cause cannot be determined and the reported event could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Medical product: unknown persona bearing, cat#: unknown lot#: unknown. (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product has not been returned.

Event description:
It was reported that the hole for the 3 degree rotation is bigger than the 5 degree rotation and is not stable when putting in pins. No adverse events have been reported as a result of the malfunction.